Manufacturer narrative:
T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels reaching 400 mg/dl on the 3rd day that the pump supplies have been in use. Contact stated elevated bg's are possibly due to site issues and due to removing the pump for long periods of time. Customer changed the supplies and delivered boluses to stabilize bg levels. Tandem technical support educated the customer on changing their supplies every 2 days while using humalog insulin.